Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was over 500 mg/dl; treated with the insulin pump. Troubleshooting was performed. The customer stated that insulin did exit the tubing when disconnected at the quick release. She removed the set and the cannula was not bent. It was advised that the site may have been occluded. The customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.